Manufacturer narrative:
The affected device was returned and evaluated. According to the received information shortly after implantation of the components increasing load-depending pain occurred and lateral joint degeneration was detectable on x-rays. Based on the received report of the revision surgery the components showed adequate anchorage. Increased wear is detectable on the posterior third of the pe-insert indicating third body contact. Based on the received information and without x-rays showing the situation post implantation and pre revision, respectively, the root cause of this finding remains unclear. According to the information given by the patient puncture of the knee joint with microbiological analysis was performed post implantation. No detailed information regarding the results of these analyses was received. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to pain and instability.